Manufacturer narrative:
This follow up is being submitted, to include d8 and h6 information previously submitted, using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier- multiple = (B)(6). All available patient information was included. No additional information was provided. An investigation into the customer issue was performed. During the investigation, it was noted that the customer replaced and calibrated the arc, probe to resolve the issue. The arc, probe (list number 08c94-47) was determined the likely cause for the discrepant results. The customer also performed a control/precision run to verify the module function. There were no contributing factors in the month prior to the complaint were identified in- regards to the system. A review of the service history for the architect i1000sr, sn (B)(4) verifies no subsequent issues have been reported related to erratic discrepant results. Tracking and trending was reviewed for the arc, probe (list number 08c94-47) and the archietct i1000sr analyzer, and no trends were identified. Manufacturing documentation was reviewed and no issues were identified for the arc, probe (list number 08c94-47). Additionally, labeling was reviewed and sufficiently addresses the customer issue. Based on the information within the complaint record, no systemic issue or deficiency was identified for the arc, probe or the archiect i1000sr, sn (B)(4).

Event description:
The customer reported falsely depressed architect stat troponin-I results were generated for patient samples. The following results were provided: sid (B)(6)- initial 0.000 ng/ml (negative); retest 3.977 ng/ml (positive). Sid (B)(6)- initial 0.000 ng/ml (negative); retest 0.173 ng/ml (positive). The patient¿s normal range is troponin </= 0.028 ng/ml there was no reported impact to patient management.